Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('the coils had protruded through') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), headache ("headaches"), fatigue ("chronic fatigue"), pelvic pain ("right side pain"), feeling abnormal ("brain fog") and sinus disorder ("sinus problem"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the perforation outcome was unknown and the headache, fatigue, pelvic pain, feeling abnormal and sinus disorder had resolved. The reporter considered fatigue, feeling abnormal, headache, pelvic pain, perforation and sinus disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : perforation nos. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media follow up received: new events added- perforation nos, headaches, chronic fatigue, right side pain, sinus problem and brain fog. Event medical device removal was deleted. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had essure removed') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.